Event description:
It was further reported that the manufacturer representative was not present at the new implant procedure but the patient was doing fine and a surgical lead was put in for better coverage.

Event description:
It was reported the patient was going to have surgery tomorrow to replace everything. The patient reportedly had no stimulation at all. The manufacturer representative checked the device the day of current report and ¿got nothing.¿ stimulation was reportedly not working and stopped working about 1 month ago. Additional information received reported the device and leads were going to be replaced on 2014-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# lc0748, implanted: 2004-(B)(6), product type lead, product ID 748951, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 37752, (B)(4), product type recharger, product ID 37743, (B)(4), product type programmer, patient. Product ID 748951, (B)(4), implanted: 2004-(B)(6), product type extension.